Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported they broke a tooth due to a tight-fitting retainer. They bonded their broken tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.